Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. More consciousness of hospital personnel to the following section of direction for use (dfu) could prevent this alleged incident: improper selection of size, improper positioning or improper use may result in septal trauma or necrosis. Frequent observation of prongs position in patient's nares may be necessary. Discontinue immediately if skin irritation occurs.

Event description:
Skin breakdown of the septum.